Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of drawings, the instructions for use, manufacturing instructions, quality control data, specifications, and trends. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history could not be performed on the complaint device lot because the lot number was not provided. There is no information regarding the length of time the device had been placed. There was difficulty in placing the device and it is not certain how much force was used. There is no information regarding the monitoring of the patient during use and after use or whether an examination of the product was performed after removal. According to the instructions for use (IFU): the device should not be left indwelling for more than 24 hours. Avoid excessive force when inserting the balloon into the uterus. Remove the stopcock to aid in placement and reattach prior to filling balloon. Based on the reported information, the cause of the event is likely the result of the site not following the IFU. The reported event of the customer electing to attach the 3-way valve directly to the bakri and using it to inflate the bakri demonstrates that they did not follow the IFU's instruction of reattaching the stopcock prior to filling the balloon. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
PMA/510k # k170622 (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, post caesarean section (c-section), a provider tried inserting a cook bakri postpartum balloon via transabdominal placement. The provider attempted to insert the bakri three to four times without success because they were unable to thread the device through the patients cervix; finally, they were able to insert it transvaginal. In the process of inserting the bakri, the blue stop cock got loose due to the provider¿s multiple attempts, and in lieu of the clinical staff searching for the blue stopcock, they elected to attach a 3-way valve directly to the bakri and used it to inflate and keep the bakri in place. The tamponade was successful. Once the bakri was removed, during final visual assessment, they noted the stopcock in the cervix and the patient had to be taken back to the operating room to have the foreign body removed. Further event details were obtained. It was reported, ten days post-partum, the patient was complaining of pain and fever when she returned for her follow up appointment. A vaginal exam and ultrasound was performed and the stopcock was discovered. The patient was taken back to the or and the physician had to re-open the initial c section incision in order to remove the stopcock. The instruction for use (IFU), that ships with this device, under the transabdominal placement, post-cesarean section contains the following notes, "remove the stopcock to aid in placement and reattach prior to filling balloon" and "ensure that all product components are intact and the hysterotomy is securely sutured prior to inflating the balloon." The bakri that was used during the case was discarded and the stopcock is being kept by risk management. No additional patient consequences were reported.